Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and minilink transmitter. The tested blood glucose value was listed in the sensor graph screen. The device also communicated with the test blood glucose meter. The test blood glucose value on the meter was properly displayed on the device screen. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported that the insulin pump had a crack on the screen. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert a back-up plan per the health care provider's instruction. No additional information was provided.